Manufacturer narrative:
Pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test due to buttons not responding.

Event description:
The customer reported via phone call that the insulin pump had received act button was already worn out. Customer's blood glucose level was 211 mg/dl. The insulin pump will be returned for analysis.